Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Additionally, the pump touch screen had discoloration underneath the screen. Customer's blood glucose was 140 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.